Event description:
Customer reported that on (b)(6 2013 he noticed a battery icon on the display of his adc blood glucose meter. Customer noted he changed the battery but the icon remained which prevented him from testing his glucose. Customer further reported he felt that his blood sugar was low so he self-administered a glucagon injection. No third-party medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and an investigation utilizing the returned meter, returned battery and retained test strip lot no: 1350844 has determined the complaint was not confirmed. The meter powered on meter with button depression and with insertion of test strips. Low battery icon was not observed. All pertinent information available to abbott diabetes care has been submitted.